Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of unexpected restart and external ram crc error. The customer's blood glucose reading was unknown. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer stated alarm occurred during rewind/prime sequence. The pump passed self-test. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the functional checks, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test and unexpected restart tests. No unexpected restart or external ram crc error alarms were noted during testing. All operating current measurements were normal. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.